Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one coil had actually torn through one of my tubes/one coil, on the outside where it shouldn't be') and ovarian cyst ('ovarian cyst') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (removal of essure, both tubes and removal of ovarian cyst). Essure was removed. At the time of the report, the pelvic pain and ovarian cyst outcome was unknown. The reporter considered fallopian tube perforation, ovarian cyst and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one coil had actually torn through one of my tubes/one coil, on the outside where it shouldn't be') and ovarian cyst ('ovarian cyst') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (removal of essure, both tubes and removal of ovarian cyst). Essure was removed. At the time of the report, the pelvic pain and ovarian cyst outcome was unknown. The reporter considered fallopian tube perforation, ovarian cyst and pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.